Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Since the device remains implanted, no further investigation is possible at this time. Based on the available information, the root cause of the reported event cannot be definitively stated. However, based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.

Event description:
The manufacturer was informed on this event through the sure avr database. On (B)(6) 2019, a patient received a pvs25 in aortic position. Atrial fibrillation ablation and left atrial appendage occlusion (laao) were also performed. On (B)(6) 2019, the patient received a permanent pacemaker due to an atrio-ventricular block grade iii, indicated as a new conduction abnormality. The patient was discharged on (B)(6) 2019.